Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation was limited due to the unavailability of additional data or pre-analytical information from the customer. A definitive root cause for the reported false positive results could not be determined based on the information provided. The case remains inconclusive as no further evaluation or investigation could be performed without supporting data.

Event description:
The initial reporter alleged multiple false positive results with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 module after switching to reagent batch 733356. The customer reported that all samples initially tested as viral. Six samples were sent for additional testing using the diasorin technique. Of these, one sample was identified as an old hepatitis case, three samples were determined to be false positives, and two samples were still pending results at the time of the report.